Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal coupler of a vented solution set was found to be broken. This was noted when the operator was attempting to change the set during infusion of propofol. The device had been in use for 14 hours, and was being used with a non-baxter connector attached to a central venous access device. The reporter stated that this event did not lead to therapy interruption. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed that the male luer collar is cracked/broken off the male luer shaft. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.